Event description:
The patient reportedly developed a high fever and became ill for 1 month. During that time, the patient did not use her device. Afterwards, the patient experienced intermittency and loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.